Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/8/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: one empty folder and two sutures piece of product code w9967t were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the needle was not received for evaluation, and during the visual inspection of the suture pieces, body fluids and marks on the surface due to use were found and the ends were cutted possibly from a surgical instrument. The manufacturing records couldn't be reviewed as the batch number is unknown. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure date the procedure date was (B)(6) 2021. Please provide lot number the customer was unable to provide the lot number and the packaging returned does not have it on. Please advise what to put on the outer box. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail there were no adverse patient effects.

Event description:
It was reported that a patient underwent a knee surgery on 6/7/2021 and suture was used. During the procedure, the suture snapped and came away from the needle while using it. There were no adverse patient consequences reported. No additional information was provided.